Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: h3, h6: a manufacturing record evaluation was performed for the finished device product code: 03.037.017-us. Lot number: 97p7436. It was electronically reviewed and no nonconformance's / manufacturing irregularities were identified during the manufacturing process. The product was released on: 15 may 2021. Manufacturing site: jabil bettlach. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the threaded shaft of the guide sleeve yell was stripped. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed with the returned mating devices. The device used is the 03.037.016 buttress/compression nut. Several attempts of assemble were made. It was not possible to preformed the complete assembly process due to the stripped condition of the inner threads. The overall complaint was confirmed as the observed condition of the guide sleeve yell would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that the buttress nut was cross threaded.